Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and .uri. It was reported that therapy worked well for the first year and then all of a sudden stopped working. Patient said that they don't get the sensation of the stimulation, only a little tingling that goes on and off. When it does happen, patient said that nothing works and their bladder leaks constantly. Patient had tried all the different programs however that didn't resolve the issue. Patient asked about having the system removed. Redirected patient to discuss the situation with their managing healthcare provider. The patient mentioned unrelated medical history. This included patient said is going through a lot of problems of getting an MRI of lower lumbar area. Reviewed MRI guidelines. Patient to charge up both components and call back for assistance in placing into MRI mode if needed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the MRI eligibility showing ineligible was due to an abandoned product. The most likely cause was the device settings changed on their own. They met with the healthcare provider at the hospital to reset their device, all is good now. Issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were trying to get an MRI of their back but they couldn't get into MRI mode. The patient stated this was the 3rd time they've gone to try to get it done and that they went in on monday (on (B)(6) 2024) and they were able to put themselves in MRI mode but they got up there and the "darn thing" wasn't showing full body eligibility. Patient services reviewed MRI mode with the patient and walked the patient through connecting to their settings and the patient was able to connect to see their MRI eligibility. The MRI mode showed the patient's MRI eligibility couldn't be determined with a code of 0131310 and stated the patient had abandoned product, that the patient wasn't eligible for a full body scan due to an "abandoned product". The patient denied having had any previous medical devices or abandoned products that they knew of but stated they had a titanium rod in their back and a replacement knee on their right side. When reviewing the meaning of the MRI code with the patient, patient stated the code was also wrong in that it said their ins was on the left side but it was actually on their right side. Patient services confirmed with patient that patient registration also showed their ins was on the right side. Patient stated they were supposed to be going in for an MRI of their left knee and their lower back but now they were unable to because of this message. They stated they would rather get the device taken out because it wasn't doing them any good and it didn't do anything for their symptoms. Patient services redirected the patient to follow up with their managing health care provider to further address the issue and to confirm MRI eligibility status. The patient stated they didn't have a healthcare provider and that their implanting healthcare provider was no longer there so patient services sent the patient physician listings. Patient to locate a new managing health care provider (hcp) and they may call back once they have an appointment established for an MRI mode escalation email to be sent to the field in that hcp's territory for the rep's assistance may be needed for reprogramming depending on what is discovered at the app ointment. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient said went for an MRI on wednesday and they couldn't get the device into MRI mode. They said, there was an error message. Patient said, tried before and it went into MRI mode. The patient said the therapy is not working for them and it is giving them more problems that anything. It itches really bad all over the stimulator site. Agent asked when the itching started and patient said it has been going on, and did not give a date. Patient would just rather have the stimulator taken out. Patient will get the sensation they had to go to the bathroom and before they get to the bathroom, their pad is soaked. They said they haven't said anything because they were going through other problems besides what they were having with the stimulator. When patient put the device into MRI mode the message they got communicator was eligibility can't be determined. Agent had patient try their old communicator and patient got message patient couldn't have full body MRI due to abandon product. Agent asked if they had abandon product. Patient said they had two metal rods and six screws. Explained to patient guidelines for MRI have changed and patient would need to follow-up with their doctor to see if they were eligible for a full body MRI. If so the doctor will need to update the programming to reflect this information. The patient is needing an MRI of the neck and down back. The patient was redirected to their healthcare provider to further address the issue. Patient doesn't go to see doctor until (B)(6) 2024. (B)(6) 2024 (B)(4) (con): additional information was received from a patient. The patient asked if getting a new handset would be recommended to help with MRI mode. After reviewing previous notes, explained that MRI mode information is programmed in, and to verify if any abandoned product would need to consult with managing physician and possible imaging of area to be reviewed by managing physician and then if needed, MRI mode information could be reprogrammed. Patient said that next appointment isn't until august. Patient was redirected to discuss with managing physician. Patient again reported itching at ins site and that therapy doesn't help. Redirected patient to managing physician for medical assessment and to further discuss potential removal of implanted system. Patient is scheduled for knee replacement surgery. Reviewed guidelines.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient said went for an MRI on wednesday and they couldn't get the device into MRI mode. They said, there was an error message. Patient said, tried before and it went into MRI mode. The patient said the therapy is not working for them and it is giving them more problems that anything. It itches really bad all over the stimulator site. Agent asked when the itching started and patient said it has been going on, and did not give a date. Patient would just rather have the stimulator taken out. Patient will get the sensation they had to go to the bathroom and before they get to the bathroom, their pad is soaked. They said they haven't said anything because they were going through other problems besides what they were having with the stimulator. When patient put the device into MRI mode the message they got communicator was eligibility can't be determined. Agent had patient try their old communicator and patient got message patient couldn't have full body MRI due to abandon product. Agent asked if they had abandon product. Patient said they had two metal rods and six screws. Explained to patient guidelines for MRI have changed and patient would need to follow-up with their doctor to see if they were eligible for a full body MRI. If so the doctor will need to update the programming to reflect this information. The patient is needing an MRI of the neck and down back. The patient was redirected to their healthcare provider to further address the issue. Patient doesn't go to see doctor until (B)(6) 2024.